Event description:
Customer called with a report that they had pts with sore throats after used of lmas. Four pts developed throat irritation after use of lmas exposed to vesphene ii, a phenol based cleaner. Also, lidocaine was used as a lubricant. All of the pts that experienced sore throats were treated with steroids. Two of the 4 pts were also treated with antibiotics. All pts' symptoms have resolved without sequelae. No additional info is expected.